Event description:
Litigation papers received which alleges the patient also suffered from metallosis, difficulty walking, and a clicking noise.

Event description:
Patient was revised due to pain and fluid. Report also noted that cobalt levels were 4.3 and chromium levels were 2.4.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.